Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# va1dawh, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported efficacy decrease with return of symptoms and high impedance showing greater than 4000. Factors that may have led or contributed to the issue remain unknown. Considered future action include a stimulator and lead replacement but the date of replacement is not defined yet because the patient was tired due to recent bariatric surgery. It was unknown if the issue was resolved and the event is ongoing. The investigator assessed the event as not serious, not related to procedure and related to the stimulator, lead and stimulation. Relevant medical history includes idiopathic urinary incontinence since 2013. Additional information received reported that there was no actions reported except plan to change the stimulator +/- lead. Efficacy decrease with a return of symptoms was due to high impedance. No action reported and event was continuing. It was reported to be related to the lead and stimulator but not related to the stimulation.

Manufacturer narrative:
Product ID: 388928, lot# va1dawh, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was resolved (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# va1dawh, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the date for planned change of stimulator +/- lead was not decided yet as the patient was tired after their recent bariatric surgery.